Manufacturer narrative:
Engineering evaluation noted that revision reported was likely the result of instability due to the fractured tibial spine of the insert.

Event description:
Patient was revised on (B)(6) 2013 due to tibial loosening. They were revised again on (B)(6) 2015 due to instability. The surgeon found that the tibial spine was broken off of the tibial insert and the articular surface had substantial wear due to delamination.